Event description:
It was reported that the procedure was to treat 99% stenosis from the proximal to distal right coronary artery, with heavy tortuosity and heavy calcification. After successful deployment of 4 drug eluting stents (des), 4 different voyager nc balloons were used for post-dilatation, but each one ruptured below rated burst pressure (rbp). It is unknown how many inflations occurred prior to the balloons rupturing. There was no resistance advancing or removing any of the voyager nc catheters from the patient. The balloons were reported to have been submerged in saline prior to use, but the air bleeding was performed inside the patient. The physician commented that the balloons may have ruptured due to the calcification or the implanted stent. Post-dilatation was performed with a stent delivery system balloon and the procedure was completed successfully. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the device was prepared inside the patients anatomy. It should be noted that the (B)(4) coronary dilatation catheter instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. In this case, it is not likely that prepping the balloon in the body contributed to the material rupture.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional voyager nc balloon catheters referenced are being filed under separate medwatch reports.